Manufacturer narrative:
The complaint sample is not available and the lot number and product number involved are unknown. Therefore a search on shipping data of the lots delivered to the facility was conducted, with a time frame of three months before of the event date from (B)(6) 2017 and no information was available. Note that a pd set is not released unless the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis nurse reported finding a fluid leak from a cassette following treatment. The patient or type of cassette were not identified. The event happened 2 weeks earlier and no details about the patient were made available. Additional information has been solicited but not made available.